Event description:
It was reported via repair work order that the brakes would not engage due to the brake cam being damaged and the brake adjuster being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.